Manufacturer narrative:
Date of event: 2014.

Event description:
A report was received that some of the patient¿s contacts on leads were out. The patient will undergo a revision procedure wherein the leads will be replaced.

Manufacturer narrative:
Correction to initial MDR. Additional suspect medical device components involved in the event: model#: sc-2316-50 serial #: (B)(4) description: infinion 1x16 perc lead kit-50 cm additional information was received that no further course of action at this time.

Event description:
A report was received that some of the patient¿s contacts on leads were out. The patient will undergo a revision procedure wherein the leads will be replaced.